Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that their doctor believes the implant has moved and is pinching a nerve in their back. Pt said they needed to get the implant checked and requested a mdt rep. Pt said the issue started on october 4th. Pt said they started having trouble with their back, and they couldn't walk because their legs and feet were going numb. Pt said they had been to the emergency room, the neurologist, the neuro surgeon, and their orthopedic doctor. Pt said the surgeon seems to think their implant has moved, and pt said that when they charge it, it's a little lower than what it used to be. Pt said they have had an MRI of their knee, and they are waiting to schedule an MRI with and without contrast for their back. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.